Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.4. Second test inr = 1.4. Third test inr = 1.4; caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.4, lab: 5.7; date: 2007, inratio: 1.4, lab: 5.7; date: 2007, inratio: 1.4, lab: 5.7

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni first test inr = 1.4. Second test inr = 1.4. Third test inr = 1.4; mean 1.4; sd = 0.0; %cv = 0.0%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.4, lab: 5.7, mean: 3.6, confidence limits: 2.2 - 5.3; date: 2007, inratio: 1.4, lab: 5.7, mean: 3.6, confidence limits: 2.2 - 5.3; date: 2007, inratio: 1.4, lab: 5.7, mean: 3.6, confidence limits: 2.2 - 5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 3 data sets, both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Test strip lot# was not provided, therefore, further strip testing cannot be performed. Product will be tested when returned.